Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was not holding a charge following a non-device related cervical spine surgery. It was also reported that electrocautery was used. The patient underwent an ipg replacement procedure. No device malfunction suspected electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4).